Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 299, 169, 175mg/dl. Tests were done within 10 minutes with a difference of 36%. Customer used the same finger stick for tests and does not have control solution. Patient did not experience any adverse events. No further information has been reported.